Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1174698 was satisfactory per internal procedures. Formulation, filling, labeling, torqueing, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures. The caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at the time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for leaking, and no other complaint for labeling has been taken on this batch. Retention samples from batch 1174698 (100 tubes) were available for inspection. No packaging defects such as leaking, or labeling defects were observed from 100/100 retention samples. All 100/100 retention tubes had properly affixed and legible labels and a scannable barcode label. Two photo was received to assist with the investigation: the first photo shows one tube from batch 1174698. The determination of leaking cannot be determined from the photo provide. The media fill in the tube appears to be as expected. There are no labeling defects in the photo. The second photo shows one tube without a label. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos received for missing label. This complaint cannot be confirmed for leaking based on the evidence provided by the photos received. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. Bd will continue to trend complaints for leaking, and labeling. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml one tube was found with no label. The following information was provided by the initial reproter: culture tubes were found to have quality problems and 1 tube was leaking.1 no label.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml one tube was found with no label. The following information was provided by the initial reproter: culture tubes were found to have quality problems and 1 tube was leaking.1 no label.